Event description:
It was reported the insulin pump had cosmetic damage on the reservoir and battery compartment. Customer's blood glucose was 6.4mmol/l. No other damage noted on the device. Customer does not recall how damage occurred. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, broken battery tube threads and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.